Event description:
The customer contacted physio-control to report that when they tried to power on their device, the green led in the on button would flash, the screen would briefly flash, but then the device would power back off again. It was not reported if there was patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to a failure of the single board computer (sbc), located on the system pcb assembly. A replacement device was provided to the customer under warranty.